Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger / slider was blocked and jammed on the air reamer/drill device. It was further determined that the trigger was seized due to some residue and the power of the motor was too low. It was further determined during the pre-repair diagnostics assessment that the device failed for check the trigger function and for check power with test stand, min.190 to 260 watt. It was noted on the service order that the on/off power was returning too slowly to its original state. Therefore, the device was still switched on when it should have been switched off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.